Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a micl12.6 implantable collamer lens, -10.5 diopter on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens. The reporter stated the cause was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found a piece of the haptic missing. Work order search: no similar claim was reported for units within the same lot. (B)(4).